Event description:
A customer reported that during a procedure, the fluid / air exchange failed. The procedure was aborted. There is no known impact to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Report mailed to FDA on (B)(4) 2014. (B)(4).